Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 47 mg/dl. The event involved product(s) mmt-332a, mmt-1880, mmt-397a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event but unknown whether the auto mode feature was active at the time of the event. It was also confirmed that the location of damage on battery tube side. No further patient complications were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis. The products mmt-332a, mmt-397a will not be returned for analysis. Updated summary: it was reported to medtronic minimed that the customer experienced difference between sensor and blood glucose value. The customer reported sensor glucose value at the time of the incident was 120 mg/dl. The customer reported blood glucose value at the time of the incident was 47mg/dl and was raised to 57 mg/dl during troubleshooting. The event involved product(s) mmt-332a, mmt-1880, mmt-397a and mmt-7040a. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.